Event description:
It was reported that after a recent supply change, the ilet displayed a ¿high¿ blood glucose reading while the user felt well, and the pump did not revert to an alternative therapy when shut off or stopped working. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization and no emergency treatment. Investigation included review of synced device data and user report. Investigation of this case revealed an alert condition consistent with a hyperglycemia notification and a device behavior in which the system did not transition to backup therapy upon shutdown, consistent with an operational or use-related issue; no component-level failure was confirmed from the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.